Event description:
Physician reported that the device malfunctioned resulting in an "aro" event. Physician stated that the laser device was set to fire in green wave length but fired in the red wave length. The physician reported that she saw a red flash.